Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use combined with a pump as irrigation method. The physician inserted the faradrive sheath into the body, went up with a mapping catheter, and mapped the left atrium (la) and when the catheter was inserted into sheath it was noted a clicking sound, upon removing the mapping catheter, aspirating, and flushing the faradrive sheath, several bubbles were reported to be present coming into the aspirating syringe through the side port. This was believed to be likely due to air ingress from the handle. Bubbles were not seen moving through the transparent sheath itself. The physician decided to replace the device and the issue was resolved. The procedure was completed with no patient complications reported. No air was seen inside the patient. The device is expected to be returned for laboratory analysis.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use combined with a pump as irrigation method. The physician inserted the faradrive sheath into the body, went up with a mapping catheter, and mapped the left atrium (la) and when the catheter was inserted into sheath it was noted a clicking sound, upon removing the mapping catheter, aspirating, and flushing the faradrive sheath, several bubbles were reported to be present coming into the aspirating syringe through the side port. This was believed to be likely due to air ingress from the handle. Bubbles were not seen moving through the transparent sheath itself. The physician decided to replace the device and the issue was resolved. The procedure was completed with no patient complications reported. No air was seen inside the patient. The device was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the faradrive sheath was visually inspected. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Functional testing was performed and the faradrive steerable sheath exhibited leaking from the hemostatic valve during pressure and vacuum testing. The damaged hemostatic valve (i.e., torn outer valve) was likely the leak path for the air ingress observed in the faradrive steerable sheath during the procedure.